Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent and an infrarenal aortic extension on (B)(6) 2013. A follow up computed tomography (CT) scan was reviewed by the physician on (B)(6) 2016 and an unknown endoleak was identified along with aneurysm sac growth. On (B)(6) 2016 the physician elected to reline the patient with an additional bifurcated device. The physician was not able to confirm during the procedure the type of endoleak present, however, the relining of the graft resolved the issue. The patient is in stable condition.

Manufacturer narrative:
At the completion of the investigation, the clinical evaluation was able to confirm the reported event as a type 3b endoleak. There were limited patient medical records and limited patient images available for review. The root cause of the reported event is unknown, there is not enough information to determine the root cause of the reported event. Limited patient records were available and the device was not returned for evaluation. Potential contributing factors to the reported event include; off label use and calcification in the aortic neck.